Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent determined that the therapy pcb assembly needed to be replaced. Since the device was not returned to physio-control, a cause of the reported event could not be determined.

Event description:
It was reported to a physio-control service agent that the customer's device did not charge the defibrillation energy to deliver therapy. The device displayed a service indicator and had an event code logged in the device's memory. There was no patient use associated with the reported event.